Event description:
Follow up with hcp revealed the onset of the infection was october, 2000. Symptoms included fever, redness, swelling, and pain. The primary sites of the infection were the device pocket and the catheter track. It is unk if a culture was obtained. The pt was treated with oral antibiotics and total device system explant. The infection has resolved and no drug withdrawal occurred.